Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the head of a t2 screwdriver broke off during surgery. No delay or adverse consequence to patient or user.

Manufacturer narrative:
The reported event that screwdriver blade variax ao, t10, self retaining was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force. The device inspection revealed the following: the tip of the returned screwdriver blade is indeed completely broken / snapped off during use. A close up of the fractured surface shows that some cracks are clearly evident, whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage (over time). Note that this device was manufactured in august 2011. The root cause of the failure was repeated powerful dynamically overload during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the head of a t2 screwdriver broke off during surgery. No delay or adverse consequence to patient or user.

Manufacturer narrative:
The reported event that t2 screwdriver was alleged of issue instruments-broken or deformed screwdriver could not be confirmed, since the product was not returned for evaluation and no other evidences were provided. Evaluation revealed the t2 screwdriver to be the subject product. No further associated products were reported. During investigation, no material, design or manufacturing related issues were found. A physical examination of the device was not possible since the affected device was not returned and no other evidences were provided for investigation. It is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage for the mechanism of the self-retaining screwdrivers. According to the labelling review, sufficient guidelines are provided in the instruction for use that physicians should ensure that they are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system. Under the special comments for application, it is clearly instructed that instruments should always be treated carefully to avoid surface damage or alterations to the geometry and that the design of the instrument must not be modified in any way. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or material leading to diminished safety, performance and/or compliance with relevant specifications. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As neither the item nor further information were provided, the reported event could not be confirmed. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the head of a t2 screwdriver broke off during surgery. No delay or adverse consequence to patient or user.